Manufacturer narrative:
Sunrise medical and our field representative have coordinated the return of the alleged malfunctioned joystick. Upon the arrival of the joystick, an evaluation will be performed and a follow-up report will be filed. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
The dealer reported to sunrise medical that an adverse event involving a quickie qm710 wheelchair had occurred. The dealer reported that the end-user was injured as a result of the chair driving and not stopping. The dealer reported that the end-user claims that he crashed into a person that was walking. As a result, the end-user fell out of his wheelchair and sustained a fracture to his face. The dealer also stated that they believe that the end-user doesn't have the cognitive ability to operate a power wheelchair and suggested to the end-user's family that he only use his manual wheelchair.